Event description:
Same case as MFR report # 2030404-2011-00247, 00249, 3005188751-2011-00154, 00153, 00152. It was reported that during a redo pulmonary vein isolation ablation procedure, the patient developed a pericardial effusion. The physician had a difficult time with the transseptal puncture which was performed using a sjm brk transseptal needle and an agilis introducer. A second physician assisted with the puncture using transesophageal echocardiography (tee) and was able to successfully complete it within 30 minutes. During the tee, the patient aspirated gastric secretions, a bronchoscopy was performed, the patient stabilized and the physician continued the procedure. An inquiry steerable catheter, an inquiry optima catheter, a supreme ep catheter and a cool path duo catheter were inserted into the patient's heart. During ablation of the left inferior pulmonary vein (lipv) with the cool path duo catheter, the patient became hypotensive and ultrasound confirmed a 1.3 cm circular pericardial effusion. The physician administered a single dose of adrenaline, increased intravenous fluids and continued to isolate the pulmonary veins without further intervention. While isolating the pulmonary veins, the cool path duo catheter became unsteerable. It was removed and noted that the catheter could not make a proper curl. A new catheter was used to complete the procedure without further complications. Following the procedure, the patient was sent to the intensive care unit for observation. The patient was reportedly transferred out of intensive care one night later to a peripheral care station. There were no further consequences to the patient.

Manufacturer narrative:
The device is not available to be returned for evaluation. A review of the device history record was not possible as the serial/lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.